Event description:
Event description guidant received information that during the implant procedure, the patient suffered a pneumothorax, resulting in placement of a chest tube. Three days later the lead exhibited high thresholds, due to dislodgement; although the lead did not appear to be significantly moved with fluoroscopy. The lead was then successfully repositioned. There were no adverse patient effects reported.